Event description:
It was reported that the sheath was detached. The 90 degree angulated target lesion was located in the severely tortuous left main (lm) and moderately calcified proximal left circimflex (lcx) arteries. An opticross imaging catheter was selected for use. During a percutaneous coronary intervention (pci), the physician noticed that the transducer protruded from the plastic sheath at a bend in the vessel. The device was completely removed from the patient's body. The procedure was completed with another of same device. No patient complication.

Event description:
It was reported that the sheath was detached. The 90 degree angulated target lesion was located in the severely tortuous left main (lm) and moderately calcified proximal left circimflex (lcx) arteries. An opticross imaging catheter was selected for use. During a percutaneous coronary intervention (pci), the physician noticed that the transducer protruded from the plastic sheath at a bend in the vessel. The device was completely removed from the patient's body. The procedure was completed with another of same device. No patient complication. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a kink observed in the imaging window assembly in the distal end. The telescope assembly was able to properly pull back, advance, and retract. It was observed that the catheter flushed normally. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event.